Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and temperature sensor were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a low ma error message during a case. No pt injury was reported.